Event description:
During subassembly investigation of the power board, removed during servicing in the field, the turbine began to rapidly change sppeds - sometimes stopping briefly. The sounder became distorted sounding, but did not stop. Replaced the power board, due to capacitors c128 and c129 to correct the failure mode.